Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The reported problem was confirmed via the accuracy testing. The root cause of the of the air in line alarm was determined be out of calibration air in line sensors. The air in line sensors were recalibrated in order to resolve the problem. The pump passed all testing and was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was observed exhibiting an air in line alarm. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.